Event description:
The patient claimed that when he woke up in the morning, he noted that his sleeping clothes were wet. Patient came to the hospital with the pump off. Noted no leaking on long line site, and dressing was dry. Filter of doxorubicin with tape was noted to be a little bit wet. The line apparently leaked.